Event description:
The clear flue for the selector 24 neuro short hand piece melted when the power was increased to 90-100%. The unit was in contact with a pt during a procedure. There was a delay in the procedure as well, although the amount of time it was delayed is not known at this time. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.